Event description:
It was reported that no disposable, clamp tubing on cadd legacy pump. Pump turned off/on, metal sensor cleaned. Infusion restarted without issue. No further details provided. No injury.